Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker exhibited noise oversensing. The pacemaker was explanted and replaced. The patient was stable.